Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurate high control solution results. The reporter claimed obtaining control solution results of ¿181 and 178 mg/dl¿ which fell above the specified control solution range printed on the test strip vial. This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (05/29/2015). The patient¿s meter has been returned on 5/6/2015 and evaluated by lifescan product analysis on 5/11/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients control solution has been returned and evaluated by lifescan product analysis with the following findings: the control solution passed testing. The reported issue could not be confirmed, however a secondary issue of vial over labeled by a third party was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 5. This supplemental is being sent to correct information that was submitted previously within the narrative of follow up #4. Follow up# 4 stated that the test strip vial had been overlabelled by a third party, when in fact the label had been defaced rendering the lot # and expiry unreadable.

Manufacturer narrative:
The meter/test strips/control solution associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 2 - device evaluation. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture that expected from normal use. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #2, supplemental being sent due to missing information in follow up #2. The test strips were also found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.